Event description:
Info received indicates the left foot siderail is bent and not latching.

Manufacturer narrative:
The tech found the siderail bent beyond repair. The siderail was replaced to repair the bed.